Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise caused by poor cable quality and charged coupled device unit corrosion was caused by component failure of the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image noise, component failure of the universal cord, component failure of the charged coupled device unit, component failure of the cable unit and charged coupled device unit corrosion. There was no patient involvement.